Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had issue with not recognizing low blood glucose so very concerned. The customer also stated that transmitter and insulin pump disconnect during the night and they did not receive alarm. No harm requiring medical intervention was reported. The customer stated that the insulin pump had no working sensor. The insulin pump will not be returned for analysis.